Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. The helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient presented in the emergency with failure to capture on the right ventricular (rv) implantable pacing lead. Post implant, the rv lead had diminished sensing plus a marginal increase in the threshold. The decision was made to monitor the patient. Subsequently, the rv lead thresholds were unstable and failing to capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.